Manufacturer narrative:
As reported, patient experienced seroma post usage of arista ah and underwent aspiration. Based on the information provided, no conclusions can be made as to the extent to which the usage of arista ah powder may have caused or contributed to the patient's postoperative clinical course. The adverse reaction section of the instructions-for-use supplied with the device identifies seroma as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, arista ah was used during a perforator flag breast surgery on (B)(6) 2024. It was reported that the patient had significant seroma thereby underwent aspiration.